Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209267043, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer reported since a long time all symptoms of incontinence after one (1) year with very effective therapy. The consumer previously reported a fall. Impedances were measured and in normal range. Repeated reprogramming over ¾ year was not successful. Interventions were noted as replacement of the lead. The issue was resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 388928, found lead body conductor crushed, no significant anomaly. Analysis identified that the co nductors were crushed in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Due to the reported complaint, an insulation leakage test was performed and normal impeden ces were observed, indicating there were no leakages observed in the insulation. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.